Event description:
Reporter alleged obtaining the results of 110 mg/dl and 250 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took about 4 milligrams of glimepiride, 15/850 milligrams of actoplus just prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.